Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they went to the hospital due to a high blood glucose level on (B)(6) 2018. The customer reported bad insulin with the insulin pump and manual injection and the blood glucose not coming down. The blood glucose value at the time of admission was over 800 mg/dl. The customer was treated for the high blood glucose level with intravenous insulin. The customer was wearing the insulin pump at the time of the hospitalization. The customer did not troubleshoot the insulin pump. The customers current blood glucose level was unknown. The insulin pump, infusion set and reservoir will not be returned for analysis.